Event description:
During an arrest yesterday, the autopulse platform was put under the patient but before the patient was positioned on it, the doctor decided he didn't need it. When taking the autopulse platform off from under the patient, the radiographer noticed that one of the clips of the autopulse lifeband (lot 197742) had become loose and came off. Luckily, the site didn't need the autopulse platform again for the patient. No impact or consequence to the patient. While changing the band, we noticed the new autopulse lifeband (lot 197354) came loose too. The medical engineering dept was called to check the device and bands. The second lifeband came loose because one of the clips was broken, which the customer suspects must have happened while inserting this band. So, they changed to yet another lifeband. This worked perfectly well. No patient involvement.

Manufacturer narrative:
The lifeband in the complaint has not been returned for investigation. Therefore, a physical investigation cannot be performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Manufacturer narrative:
The reported complaint that the autopulse lifeband (lot 197354) came loose because one of the clips was broken was confirmed during the visual inspection. One of the hinged belt guides was damaged and did not click when opened or closed. The tip of the locking tab on that side was missing/ broken off. The observed damage appeared to be an isolated instance of an excessive force applied to the hinged belt guard of the lifeband, however, it is unknown when the damage occurred. Upon further visual inspection, no other physical damage was observed on the lifeband. Functional testing of the returned lifeband was performed using a known good autopulse platform. The lifeband could be installed as intended, except for the side with the damaged locking tab, which prevents the hinge from clicking into place, thus confirming the reported complaint. However, the broken locking tab does not affect the functionality of the lifeband, and the lifeband was able to perform compressions for 15 minutes on 30:2 mode using the normal manikin without issue. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot 197354.